Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead have oversensed electromagnetic interference (emi) that shows up as ventricular tachycardia (vt) on the electrogram (egm). This noise is not reproducible with isometrics or troubleshooting. Rv lead was programmed to unipolar so the health care provider reprogrammed to bipolar and performed isometrics again with no noise. The plan is to leave the lead programmed in bipolar to see if this reduces the emi oversensing and interrogate again in two to four weeks to see if the issue is resolved. The patient is moderately dependent there was pacing inhibition causing asystole for unknown amounts of time but the patient was asymptomatic.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.